Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. The device has not been repaired in the last year. There was a leakage from the bending section rubber. The angulation was insufficient. There were burn marks on the distal end. Olympus medical systems corp. (Omsc) could not confirm any defects that could cause the reported event from the device inspection result by olympus (B)(4). The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based upon the past similar cases, the reported event may have been caused by the application of some physical or chemical stress to the insertion section. Examples include physical stress such as rubbing the insertion section, chemical stress due to deviation from the reprocessing manual, poor storage environment such as direct sunlight, high temperature, high humidity, x-rays and ultraviolet rays, aging deterioration, etc. The instruction manual provides warnings about applying external stress to the insertion section, reprocessing method not recommended by the reprocessing manual, and storage of the endoscope in a harsh environment. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
The user facility returned the device to olympus (B)(4) because the bending section rubber was damaged. Olympus (B)(4) then inspected the device and found that the coating of the insertion tube was peeled off. There was no report of patient injury associated with the event.